Event description:
It was reported that, "the pt is complaining about pain in his hip and his back. He is scheduled for a nerve block procedure on his back 2-8-2012. He is now stating that his left hip is in considerable pain also. He has lost approx 30 pounds since the surgery. He has suffered memory loss and has not really been the same since the surgery. They are also inquiring if any of his implants have been recalled.

Manufacturer narrative:
The device is not available for eval as it is still implanted. Add'l info has been requested and if provided, will be submitted in a supplemental report.